Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, customer was using fiasp for insulin therapy. Reportedly, the customer required assistance to treat bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was provided from the customer indicating that the customer was using novolog for insulin therapy. Customer inadvertently indicated that fiasp was being used; however, customer switched to novolog with use of the tandem pump. H6 (remove 61, additional 67).